Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (staphylococcus hominis) from a wound specimen was misidentified as staphylococcus aureus. The user noted that the isolate was latex negative. The isolate's identification was confirmed with a reference laboratory using maldi. No health impact or consequence reported. Report 1 of 2.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA/510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 04j-un-2025. H3. Device eval by manufacturer- yes. Investigation summary: this complaint is for misidentification of staphylococcus hominis as staphylococcus aureus when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 4331670. The customer provided phoenix generated lab reports, binary files, panel returns and an isolate for the investigation. The lab reports show identifications of s. Aureus and s. Hominis when using the complaint batch. To investigate, panels of the complaint batch and control panels from the same material but different batch were tested using customer returned isolate s. Hominis upmc #2 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates as s. Hominis, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Historical trending was reviewed and there were no trends for misidentification for panel sku 448607. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient isolate (staphylococcus hominis) from a wound specimen was misidentified as staphylococcus aureus. The user noted that the isolate was latex negative. The isolate's identification was confirmed with a reference laboratory using maldi. No health impact or consequence reported. Report 1 of 2.